Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding transpac IV monitoring kit with 30 ml squeeze flush device, 10 ml where it was reported that the presence of air bubbles was observed. There was a patient involvement with no harm.